Event description:
Physician was treating a chronic total occlusion (cto) in the superficial femoral artery (sfa). The vessel was moderate to severely calcified. Pt was fully anticoagulated. Protocol for procedures was pt gets 300 of plavix loading dose and aspirin. Embolization was detected during the procedure. An export catheter was used to clear out the embolization and the pt is doing well. Based on the reported event and the condition of the artery, it is possible that calcium was dislodged by the sheath or the wire.

Manufacturer narrative:
Site: (B)(6), physician: dr (B)(6). The device is not damaged and performed as intended during the investigation. Do not use the silverhawk peripheral catheter if excessive calcification (>90 degrees) is detected by ivus or angiography. This device is labeled for us in an 8fr sheath.